Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown needle broken. The child's indwelling needle was fractured during the indwelling needle puncture, which resulted in a failed puncture, and the needle was so badly fractured that the nurse re-punctured it with no adverse consequences for the child.

Event description:
No additional information is available.

Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.